Manufacturer narrative:
Additional info will be provided once the investigation has been completed.

Event description:
It was reported that when opening the cutting unit box what appeared to be a piece of a rubber glove was discovered.